Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the customer was unable to confirm whether any distal part, wire, or other specific component was broken or detached. The report we received only stated ¿broken.¿ no patient injury has been reported. There has been no report of fragments falling into the patient. No information has been received about any patient returning due to complications related to foreign material.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.